Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as this product is not distributed in the united states. The MDR is being submitted because the same or similar product is manufactured and distributed in the us. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined because the device was not returned for evaluation. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The caregiver (cg) from (B)(6) contacted baxter's technical service representative (tsr) and reported the homechoice (hc) was not working properly. It was showing 7 cycles instead of 5. She reported the hp was in extreme pain and the cg disconnected him from therapy. The tsr explained that bypassing will increase the cycles on the machine. The tsr instructed the caregiver to speak to the rn about the percentage programmed on the machine and for further information on bypassing incorrectly. The alarm was cleared. The home choice was ok and the caregiver verbalized that she would speak to the rn.